Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 03:16:25. During night drain cycle one, the patient's ultrafiltration reading was 1447ml, indicating the home patient (hp) drained 1447ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be due to a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a follow-up report will be submitted.